Event description:
It was reported that there was a leak at the luerlock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin. Additional information received: for this incident gemcitabine perfused. 12/08/2023: two devices were returned for investigation, both presented a crack in the y-site. This file addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that there was a leak at the luerlock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin.